Event description:
It was reported that the patient (pt) was currently in the hospital because the wound where the battery was implanted in the chest was always inflamed repeatedly. The doctor said that the battery needed to be removed surgically to see how the wound recovered later, then re-implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the past 3 or 4 days, the battery implantation site on the chest has been red and swollen, accompanied by pain. It is recommended to go back to the hospital for examination. Additional information was received reporting that the patient was currently in the hospital because the wound where the battery was implanted in the chest was always inflamed repeatedly. The doctor said that the battery needed to be removed surgically to see how the wound recovered later, then re-implant.